Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. Additional information added: to section h4. Updated, gfe information received: the customer reported, that precleaning is performed immediately, within a 15 minute window. After a procedure, using an olympus single use disposable brush. The customer, also reported, that the scopes were stored in an oasis tray after recently moving to a new facility. The device was returned to olympus for inspection. And the reportable issue of the scopes being left over the weekend dirty in a basin before reprocessing was confirmed. Based on the results of the investigation, it was sumised, that the issue was a handling mistake of the customer. Caused by deviation, from the procedures written in the instruction manual. The root cause could not be identified. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): chapter 7: cleaning, disinfection and sterilization procedures. 7.3: precleaning [warning]: if the endoscope is not immediately precleaned after procedure, residual organic debris will begin to solidify. And it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not reprocessing or storing the cysto-nephro videoscope correctly. No patient infections or injuries reported.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: customer does not have storage cabinet and has been storing scopes in disposable basins. The customer delays reprocessing and leaves scopes dirty over the weekend to then reprocess on the following monday. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff with reprocessing training materials for their reference.